Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 83 mg/dl and 252 mg/dl. Customer felt low symptoms and retrieved and consumed a biscuit. She felt better in 1 hour. No additional actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported the monitor is broken. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.